Event description:
Baxter (B)(4) received a report that an infusor leaked after storage. The device was filled with a solution of fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Due to sample unavailability, the reported condition could not be confirmed and the root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.